Event description:
Reportedly the pump indicator lights are on & cascading normally. The pump sometimes infuses but at other times doesn't infuse fast enough for the study that is being run. No pt. Issues.